Event description:
During follow up call with peritoneal dialysis (pd) nurse she reported an (B)(6) male with a past medical history of end-stage renal disease on peritoneal dialysis presented with abdominal pain with peritoneal dialysis presented with abdominal pain with peritoneal dialysis for two nights prior to being admitted on (B)(6) 2015. The patient was diagnosed with peritonitis and started on cancomycin and zosyn. However peritonitis was ruled out based on clinical impression and peritoneal fluid findings. He had no fever or leukocytosis. He did have severe constipation and this was felt to be the reason for his abdominal discomfort. He was given laxatives and an enema. His constipation resolved. The patient was discharged on (B)(6) 2015 in stable condition.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The pump cover door was replaced due to physical damage. In addition, the history record review confirmed the labeling, material, and process controls were within specification. Based on medical records provided there is no indication this constipation was caused by fmc products.

Manufacturer narrative:
During the device history record review it was noted the liberty cycler pump cover door was replaced due to physical damage. This was identified during production and was replaced by the manufacturing department prior to being sent to the patient for use and not contributory to this adverse event.